Event description:
Patient's reported pump was displaying a "basal not started" attention alarm after patient went to change cassette. We tried to re-walk thru the cassette change steps with the same cassette and got the same error. Patient mixed a new cassette and the new cassette worked with the initial pump and remote. Lot numbers were not available. No other information is known at this time. No adverse events reported with event. Back-up pump was not used- new cassette was inserted into initial pump and remote. No missed doses were reported. No further info. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? Yes; did we [MFR] replace the product? Yes; did the pt have a backup product they were able to switch to? Yes. Was the pt able to successfully continue their therapy? Yes; reported to cvs/caremark by pt/caregiver.